Manufacturer narrative:
H6: medical device problem code 1494 - indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle after a percutaneous coronary interventional procedure using an 8.5f sheath. Reportedly, no blood flow was observed at the marker lumen. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Only one prostyle was used, and the pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.